Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a low battery alarm, and an off/no power alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was listed as high, but an exact value was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected off no power without battery indicator anomaly noted and alarmed low battery properly. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window.